Event description:
Tech alleged that the head up function is not working. No pt impact.

Manufacturer narrative:
Tech stated that the head up function does not work manually or under power. The tech found the issue to be a faulty valve guide tube. The tech replaced the head up valve guide tube to resolve the issue.